Manufacturer narrative:
(B)(4). Additional narrative: ruptured condition confirmed. Visual examination of the sample confirmed a ruptured bladder in a footed position. Approximately 5ml of solution was also noted in the housing due to the rupture. A tier ii (B)(4) was initiated to address the root cause investigation of the bladder rupture issue. A batch review has been conducted which revealed product met all acceptance criteria for release.

Event description:
It was reported to baxter (B)(4) that the reservoir of a multirate infusor lv 2,4,6 ruptured during patient use. The day prior to the rupture, the device had been used to deliver lidocaine to the patient. On the occurrence date the facility refilled the device with 200 milliliters ropivacaine hydrochloride hydrate, 25 milliliters fentanyl citrate and 80 milliliters lidocaine and attempted to infuse on the patient again, and the reservoir ruptured and formed a footed shape. There was no patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.